Event description:
It was reported that the patient passed away. The manufacturer attempted to obtain a medical assessment from the physician but no additional information was available. There were no reports of device-related issues from the patient prior to the passing.

Manufacturer narrative:
The date of death is an estimate based on when information was reported. The actual date of death was not provided. The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.